Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient heard noises from their pump when in specific positions. No further information was provided.

Event description:
It was later reported that the patient had occasional pain in their left side. An x-ray was performed and revealed that the pump looked to be close to the rib. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump noises heard outside the body could not be determined through this evaluation. Moreover, a specific cause for the reported pain in the patient¿s left side and a direct correlation with the device could not be determined through this evaluation. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas patient handbook states to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Additionally, the heartmate 3 lvas IFU instructs the user to notify the appropriate personnel if there is a change in how the pump works, sounds, or feels. The IFU also outlines the steps for proper placement of the pump and inflow cannula during implant. No further information was provided. The manufacturer is closing the file on this event.